Manufacturer narrative:
The fraxel treatment tips do not deliver any energy and no treatment data is stored on the tip itself; there is no information to gather from their return. Tips are not a viable source of evaluation data. System has no system/data logs that can be reviewed. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. Customer can also utilize the burn paper to confirm system laser is providing correct pattern/coverage. Customer performed burn paper test and sent it to product support for review. Review of burn paper showed proper pattern/coverage. DHR-final test verification specifications are acceptable. No non-conformity's or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(4).

Event description:
The user facility noticed the day after treatment, redness and breakout of whiteheads at the right temple and forehead, near hairline on side of face. Eye shield lubrication was used. There were no other treatments performed in this area. The 1927 wavelength was the highest energy level used, with range of reps/sites 10j/tl, 4/8 passes. The treatment tip was used twice before, burn test was performed when tip was opened and nothing appeared odd.

Manufacturer narrative:
No products returned for evaluation. Customer performed pattern/burn test to ensure correct pattern/coverage and sent it to product support for review. Review of burn paper showed proper pattern/coverage. According to fraxel user manual (p009220-02 rev. A), prolonged redness is a known possible complication of fraxel treatment. Mild-moderate transient erythema is an expected response. However, if erythema is severe or persists significantly longer than expected, re-treatment should be avoided until the condition resolves. Reaction may vary on a patient-by-patient basis. A review of the manufacturing records showed all requirements were met. Review of burn paper showed proper pattern/coverage. This is the third time the tip was used. Whiteheads could be due to debris of patient skin cells during treatment or the customer contamination from a tip that was not properly disinfected. Based on the available information, prolonged redness is a known possible adverse patient reaction to fraxel treatment.